Manufacturer narrative:
The root cause of the reported event could not be conclusively determined with the information available. The device referenced in this complaint was not returned, hence a physical inspection of the device was not possible. Additionally, shockwave is unable to perform a review of the manufacturing records as the lot number was not reported. However, shockwave medical has implemented acceptance controls to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) device was used to treat a total occlusion of the left anterior descending (lad) artery. Patient was reported to have a past history of st-segment elevation myocardial infarction (stemi). Access was obtained via the groin using a 6f sheath and ebu 4 guide catheter. The vessel was pre-dilated with a 2.5 x 12 emerge (nominal), which crossed fine. The vessel was assessed by ivus which was 3.3mm. The c2 ivl catheter was advanced using a pilot 150 guidewire and 20 pulses were delivered at 2 atm, followed by 20 pulses at 4 atm. Ivl successfully completed and looked good. Upon removal of the ivl catheter, the ivl device became stuck, and the users were unable to remove it thru the sheath. The patient was transported to another hospital for device removal on the same day of the event. The device was successfully removed via an interventional and non-surgical procedure, and two (2) drug eluting stents (des) were deployed. The patient reportedly stayed overnight for observation. The patient was discharged home and doing great, and there have been no additional patient sequelae reported.